Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15631. It was reported the patient was no longer receiving stimulation and was unable to communicate with or charge her ipg. The sjm representative met with the patient and confirmed the issue. Patient stated she experienced heating at the ipg site while charging nd her physician advised her to cease using her scs system. Patient indicated she has not used her scs system in approximately 2 to 3 months and last charged the ipg in december 2012. Patient has not yet decided if she wishes to undergo surgical intervention. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.